Manufacturer narrative:
(B)(4).

Event description:
Right after the dialysis treatment start an external fluid leakage was observed reportedly originating from the polyflux 140h dialyzer. There was no monitor failure alarm. The set was exchanged with new one. No patient injury or medical intervention was reported. No further information was provided.